Event description:
Article appearing in "child's nervous system" journal, vol. 17, no. 7, june 2001, reports three cases involving hakim programmable valves with damaged mechanical components. The article reports in over 400 implantations between 1990 and 2000, damage to the adjustment helix was observed. No pt had sustained head trauma that would have seemed likely to have caused the damage. In one case the valve was pumped by a nonneurosurgeon, raising the question of inappropriate force of valve compression. Two patients showed symptoms of overdrainage but no subdural effusions or haematomas. One patient presented with a chronic subdural hematoma requiring operative drainage. In all of these cases, the helix of the valves was dislocated in the pumping chamber. Operative revision was necessary in all cases.